Manufacturer narrative:
The reported complaint cannot be confirmed due to the sample was not returned for evaluation. Therefore, no evaluation was performed. It was initially reported that amo-sales administer accidently discarded the return complaint lens. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and guidelines for the proper use, handling of the device, and how the lenses are supplied in a lens case. The dfu also recommends using duckworth & kent 7722 folding forceps with the 7741 insertion forceps or an equivalent insertion instrument or system to insert the tecnis 1-piece lens. Only insertion instruments that have been validated and approved for use with this lens should be used. Please refer to the directions for use with the insertion instrument or system for additional information. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that foreign material was found on the lens. There was no patient involvement and no patient injury reported. Reportedly, amo-sales administer accidently discarded the returned complaint lens; therefore, the lens is not available for investigation. Note: the customer experienced this issue with two zcb00 lenses. A separate medwatch report will be submitted for each serial number. This report is for serial number (B)(4).